Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation information added to the following fields: b5, g3, h6, h10. Correction to h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the "no image" issue was determined to be caused by a printed circuit board failure. The root cause of the faulty circuit board cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
From customer email received june 6 2023: the issue occurred during preparation prior to procedure. The issue caused a 3-5 minute delay during preparation. No patient was in the room and patient was not under anesthesia when the issue occurred. The procedure was successfully completed.

Event description:
The customer reported the evis exera iii video system center did not relay an image on the monitor. No adverse effects to patient reported.

Manufacturer narrative:
The evis exera iii video system center was returned for evaluation. During testing, the reported issue was confirmed; no video signal was produced due to a faulty printed circuit board. In addition, damage was found on the front panel and the programmable input processor connector had a broken pin. Additional event information has been requested from customer and not received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.